Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the user interface controller 2 (uic2) bbram hardware. This report represents all the information known the reporter upon query by hospira personnel.